Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post device implant procedure, left ventricular (lv) lead was found to be dislodged. Pocket was reopened to reposition the lead but the lead was stuck. Attempts to re-cannulate were unsuccessful. Lead was explanted and lv port was plugged. No new lead was implanted as the physician was concerned about extended radiation time. Patient will be scheduled again for lead implant. Patient was stable throughout the event.